Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with top case front lower right corner cracked and right plunger case cracked. Event history log review was performed and found no evidence of reported problem. Visual inspection was performed. The customer's reported problem was confirmed. According to the investigation, the pump was inspected and the pump interconnect pcb and noticed a c13 chip on the board missing. Also, physical damaged which the customer induced the pump main bottom seal was broken which caused the reported problem. Service's replaced the pump damaged top case and right plunger case. Cleaned, greased and calibrated the device, performed power up process, occlusion test and all functional tests which passed. The problem source of the reported problem is user interface (customer damaged the c13 on the interconnect board likely during the customer's attempted repair of their pump).

Event description:
Information was received indicating that this smiths medical medfusion 4000 pump had damaged interconnect pcb and missing c13. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.